Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional analysis, the fse found that the system was unable to recognize the installed ssd. The philips engineer replaced the defective suite pc, which was returned to philips for further analysis. The part analysis confirmed the malfunction of suit pc as the hdd bay failed. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.